Manufacturer narrative:
(B) (4)

Event description:
The pt felt a pinching sensation in his neck and shoulder and intermittent shocking sensation behind his collar bone going up along his neck. The symptoms had progressively gotten worse over the course of a couple of weeks. About a week later, he was seen in clinic. The pt continued to have good therapeutic effect. Palpation did not cause stimulation changes. Impedance measurements were normal. There was no known incident or accident associated with the event. Please see MFR. Report # 3004209178-2009-09657. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.